Event description:
The customer reported the device turns off, even when fully charged. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The failure analysis determined that the battery was below the full charge capacity, however the device passed functional testing and the reported power off issue was not observed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the device turns off, even when fully charged. No consequences or impact to patient were reported.